Event description:
The doctor reported that the surgical guide snapped distal to site #30. He had placed implants at sites #29 and #30 before the guide broke and halted the surgery after the guide broke. The described that the separation occurred between the second and third sleeves. He had drilled through the second sleeve and was removing the osteotomy bur from the long handled insert when the breakage happened. Him and the assistant were stabilizing the surgical guide on the patient's mandibular jaw. He was removing the handpiece and drill with his right hand. The long handled insert and the sleeve fit very tightly. As he pulled up on the drill and the insert the guide fractured distal to the middle hole. He had to abort the placement of the last implant.

Manufacturer narrative:
After completing the complaint investigation and analysis, no definite cause for device failure was identified. Because this type of device failure has not shown to be a systemic issue, we believe this is a one-off incident and sincerely apologize for the inconvenience caused to the patient and doctor. We will continue to monitor our suppliers to ensure that our guide product is of the highest quality.

Event description:
The doctor reported that the surgical guide snapped distal to site #30. He had placed implants at sites #29 and #30 before the guide broke. The described that the separation occurred between the second and third sleeves. He had drilled through second sleeve and was removing the osteotomy bur from the long handled insert when the breakage happened. Him and his assistant were stabilizing the surgical guide on the patient's mandibular jaw. He was removing the hand piece and drill with his right hand. The long handled insert and the sleeve frit very tightly. As he pulled upon the drill and the insert, the guide fractured distal to the middle hole. He had to abort the placement of the last implant.